Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not unable to be calibrated. The user tried changing out the stylus multiple times but the issue persisted. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the reported stylus calibration issue. The connection between the overlay and the printed circuit board (pcb) was reseated and the stylus was re-calibrated. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.